Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had not resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms and is scheduled to undergo major surgery for removal of the essure devices on or about (B)(6) 2018. Diagnostic results: on an unknown date, patient had hsg test done. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: in upper fallopian tube salpingectomy (bilateral removal of fallopian tubes)"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain: pelvic area/lower left side"), genital haemorrhage ("abnormal bleeding (general)") and pelvic adhesions ("colon stuck to pelvic wall on left side") in a 33-year-old female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concomitant products included escitalopram oxalate (lexapro) and sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, lysis of adhesions and ablation in 2016). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic adhesions, vaginal haemorrhage, anxiety, depression, fatigue, migraine and headache outcome was unknown, the pelvic pain had resolved and the menorrhagia and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms and is scheduled to undergo major surgery for removal of the essure devices on or about (B)(6) 2018. Per medical record: (B)(6) 2018, operative report: sigmoid adhesions to pelvic sidewall and left adnexa. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: . X-ray - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jan-2019: reporter information was added. The case was medically confirmed. This case concerns 33 year old patient. Her demographic was updated. Her historical condition was added. Lab data was added. Essure indication was amended. Essure lot number was added. Concomitant medications were added. Per plaintiff fact sheet following events: migration of essure device location of device: in upper fallopian tube salpingectomy (bilateral removal of fallopian tubes); device breakage; colon stuck to pelvic wall on left side; abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); depressed; fatigue; migraines and headaches were added. She had recovered from pelvic pain. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: in upper fallopian tube salpingectomy (bilateral removal of fallopian tubes)"), device breakage ("device breakage"), pelvic pain ("pelvic pain/pain: pelvic area/lower left side"), genital haemorrhage ("abnormal bleeding (general)") and pelvic adhesions ("colon stuck to pelvic wall on left side") in a 33-year-old female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concomitant products included escitalopram oxalate (lexapro) and sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, lysis of adhesions and ablation in 2016). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pelvic adhesions, vaginal haemorrhage, anxiety, depression, fatigue, migraine and headache outcome was unknown, the pelvic pain had resolved and the menorrhagia and dysmenorrhoea had not resolved. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms and is scheduled to undergo major surgery for removal of the essure devices on or about (B)(6) 2018. Per medical record: (B)(6) 2018, operative report: sigmoid adhesions to pelvic sidewall and left adnexa. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: . X-ray - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.